Event description:
The distributor has reported that about four months ago, they had rec'd a complaint that during an operation, the head side of the stretcher was slowly going down. The operation was stopped. No further details have been provided regarding this event.

Manufacturer narrative:
The distributor reports that they sent an engineer to evaluate the stretcher. The engineer reported that they could not find any damaged part. The customer has again stated there is a problem and the distributor has requested to change the hydraulic jack. The jack is being returned to stryker medical for analysis.